Event description:
The hand held and software were received for analysis on 05/13/2016. Product analysis for the hand held and software was completed and approved on 05/26/2016. An analysis was performed on the handheld and no anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. This is an indication that the back-up battery has been depleted. The handheld device was powered using the returned ac power supply adapter with no observed anomalies. The back-up battery indicator read 0%. This is expected because the back-up battery will discharge if the unit is not supported by an external power source or by main battery power. A known good back-up battery was substituted into the handheld and the battery indicator read 100%. This is evidence that the handheld battery indicator is operating properly. The known good battery was removed, and the original battery was re-installed into the handheld. The handheld's main battery was fully recharged successfully using a power supply adapter. Interrogation and diagnostic tests were performed successfully with no observed anomalies using a 102 generator. The handheld was powered-on continuously using only the main battery for more than an hour. An analysis was performed on the returned flashcard and the reported allegation was verified and is expected behavior. The v8.0 software is not compatible with 106 generators. During the analysis, no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
.

Event description:
It was reported that a physician's wand was not working and needed a replacement. No troubleshooting was performed by the physician prior to request of a new wand. The doctor stated that he was unable to interrogate a model 106 patient, and it was found that the doctor was attempting to interrogate a 106 patient with a handheld. The handhelds are known to not be compatible with the 106 model generators. Additionally, the doctor noted that the handheld is and wand is able to interrogate devices older than 106 devices (showing that the wand is functioning); however, the handheld is not able to hold a charge when it is unplugged more than a few moments. The handheld has not been received for analysis to date.